Event description:
A consumer reported that their sonicare for kid toothbrush head broke during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
The event date is approximate. The issue is reported to be with the accessory brush head of the sonicare for kids power toothbrush system. Customer contact mailing address and phone number were not provided. The complaint was received from a consumer in (B)(6).

Manufacturer narrative:
G3: the complaint was received from a consumer in poland. Analysis results: the cause of the customer's complaint was shaft press fit.